Event description:
It was reported that intermittent cartridge alarms occurred during insulin delivery. Customer contacted healthcare provider for alternate insulin therapy. There was no adverse impact to the customer's blood glucose.